Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a shoulder arthroscopy procedure, the multifix wire that was passing sutures through the anchor was found to be broken. No significant delay and the same device was used to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The initial information received indicated the suture had broken, which usually requires a medical intervention to remove the anchor. However, additional information received by reporter indicates it was not the suture that broke but the snare wire and it broke outside the patient, when device was being prepared to be used. This failure mode has not history of serious injuries or deaths. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.